Event description:
According to the reporter; a small "tab" of the device fell off in the patient and was retrieved. The device was discarded. The lot number could not be provided as all packaging was also discarded by the account.